Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-07164. It was reported the patient complained of discomfort, pain and weakness. Reportedly, the patient has fallen multiple times since he was implanted with the scs system. A company representative met with the patient and instructed the patient to go to the emergency room for evaluation of the patient's pain and weakness. Follow up identified the patient had his scs system removed.